Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was unable to upload her insulin pump to carelink. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 633 mg/dl. She was vomiting and had trouble breathing. The customer had a diabetic ketoacidosis. She was wearing the insulin pump at the time of hospitalization. The customer also experienced low blood glucose levels. Customer's blood glucose level was 69 mg/dl. She treated her low blood glucose level with food. The customer had anxiety and fatigue. She pulled her infusion set and noticed a bent cannula. The customer was not disconnected during the rewind/prime sequence. The device was not returned.